Event description:
An air embolism occurred during a transcervical resection of a fibroma. Clycine irrigation was being fed to a urologic resectoscope via gravity. A peristaltic pump was being used to apply suction to the resectoscope. During the case it was reported that bubbles were seen and irrigationfluid was backing up into one of the bags. A technician found that the pump was incorrectly connected and rectified the problem. Within 5-10 minutes the patient became bradycardic and her end tidal co2 dropped. The procedure was terminated and resuscitation efforts began. Air in the right ventricle and pulmonary artery was observed via ultrasound. Eventually bubbles gradually diminished and finally disappeared. The patient recovered and was eventually discharged with no apparent damage.biomed recreated the setup weeks later. (The original setup was not impounded). Based on descriptions of the people present at the time, it appears the "drain" side of the pump (positive pressure) could have been connected to the suction bottle, and the suction side was connected to the drain. This would eventually pump air into the resectoscope to the uterus and eventually back into the irrigation bags. This combination was setup and observed to have this effect. The pump was found to be able to generate 25 psi when hooked up backwards and directly into a pressure transducer.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.